Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation could not reproduce the reported malfunction error code e117. The appearance was checked, and no abnormality was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus representative reported (on behalf of the customer) that there was error code e116(camera unit malfunction) while using the camera control unit. The issue occurred during an unknown procedure. The procedure was completed with a similar device. There was no patient harm associated with the event. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d10, e1, e4 and h10 (must be corrected as following: evaluation could not reproduce the reported malfunction error code e116) additional information:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.